Event description:
It was reported that during routine handpiece testing, the handpiece gave error code 3 when trying to run the pre-run test with the test tip. No case involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally, it was found that the hand piece no longer meets the specifications for continuity. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.